Manufacturer narrative:
This is for the same event as manufacturer report 2124215-2021-25698.

Event description:
It was reported that during a prostate procedure, the fiber tip broke in the scope after 56,537 joules with 5 minutes and 56 seconds of use. The tip of the first fiber used was still in the scope when the physician tried to use a second fiber, but it also broke. There were no joules use with the second fiber. The procedure was completed with a third fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 2 of 2 fiber reports.

Manufacturer narrative:
This is for the same event as manufacturer report 2124215-2021-25698. Corrected data: d4. Lot number, d4. Expiration date and h4. Device manufacture date. Investigation summary: with all the available information, boston scientific concluded based on the hene (helium-neon) laser fixture testing that the aim beam was visible at the fiber output window as intended and there were no indications of breakage along the fibers length. Based on analysis results, the as reported event of fiber break was unable to be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event. Device history record review (DHR): a device history record review (DHR) review confirms the device met all manufacturing specifications and a risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber tip did not exhibit any signs of detritus adhesion/devitrification. The fiber was tested with the hene (helium-neon) laser fixture, and there were no breaks visible along the length of the fiber. The aim beam was present at the output window. The control knob was attached and aligned with the fiber and could rotate the fiber. Microscopic investigation did not reveal any fractures or detachments. The connector passed the segment verification test and the connector cone, segments, and tabs appeared in good condition and secured. Analysis of the returned device did not indicate any failures/defects with the fiber that would have led to the reported difficulty. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions there is no evidence that any updates to the document are required at this time. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: analysis of the returned device did not identify the reported fiber break. Based on all available information and objective evidence from product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance

Event description:
It was reported that during a prostate procedure, the fiber tip broke in the scope after 56,537 joules with 5 minutes and 56 seconds of use. The tip of the first fiber used was still in the scope when the physician tried to use a second fiber, but it also broke. There were no joules use with the second fiber. The procedure was completed with a third fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 2 of 2 fiber reports.